Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe did not cut during a procedure. The condition of aspiration was unknown. The procedure was completed with no patient harm. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint associated with the lot for the reported issue. One probe sample was returned for evaluation for the report of the cutting didn¿t work. The returned sample was visually inspected and deemed nonconforming. The needle is bent approximately 45 degrees and the needle and cutter were broken/cracked. The inner cutter could not be extracted from the needle; therefore, the degree of wear could not be determined. The complaint evaluation does confirm the probe had a quality issue. The reason for the quality issue is due to the needle being bent as well as the needle and cutter being broken / cracked. How and when the needle became bent, and how and when the needle and cutter became broken / cracked cannot be determined from this evaluation. A bent needle can cause interference between the components and result in a cut failure. No specific action with regard to this complaint was taken because the reason for the bent needle cannot be determined from this evaluation, but does not point to the manufacturing issue. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).